Event description:
In late 2008, the pt reported experiencing elevated blood glucose of 201-425 mg/dl today after changing her insulin cartridge and infusion set. Her target blood glucose level is 115-120 mg/dl. Symptoms of elevated blood glucose are thirst, frequent urination, and "don't feel right." She stated that she removed the infusion site and the cannula was bent at a 90 degree angle. She stated that she has experienced bent cannulas 4-5 times over the past 2 months. The pt was sent sample infusion sets, info on infusion site management, and an infusion set insertion device. Upon follow up thirteend days later, the pt stated that she experienced 2 more bend cannulas and she switched to a different type of infusion set. She sated she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.